Event description:
It was reported that during priming with a revaclear 400, an external fluid leak was observed at the screw-crevice in the header of the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection by naked eye of the product shows the product wet and without the protection caps. A leakage test of the dialysate side was performed, and no leakage could be found. In addition, a leakage test of the blood side was performed, and no leakage was found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.